Event description:
It was previously reported an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter was placed in the chest of the patient following pulmonary cryotherapy. As reported, "patient goes to the recovery room with his drain. After connection suction, the drain detached at the junction between the tubing and the connection connector. A new control shows a minimal blade of anterior pneumothorax. Decision to remove the drain (sic)." Additional information was received stating the ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter was used to treat the pneumothorax. There was no serious injury to the patient and no additional procedure required. Thus, this event will be reported as a malfunction only.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Initial reporter also sent report to FDA: unknown. PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter was placed in the chest of the patient following pulmonary cryotherapy. As reported, "patient goes to the recovery room with his drain. After connection suction, the drain detached at the junction between the tubing and the connection connector. A new "control" shows a minimal blade of anterior pneumothorax. Decision to remove the drain (sic)". Additional information regarding the event and patient outcome were requested but are currently unavailable.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation evaluation: a review of the complaint history, device history record, drawing, instructions for use (IFU), manufacturing instructions, quality control, and specifications of the device was conducted during the investigation. The complaint device was not returned. Since relevant dimensions could not be physically measured, the device cannot be confirmed to have been manufactured out of specification. However, a document based investigation evaluation was performed. The proper procedures are in place to identify and prevent this failure mode prior to device distribution. The risk specifications covering mac-loc drainage catheters include both hub separation and leakage as a potential failure mode. The identified risk controls include manufacturing quality control checks and process validation. The technical files covering mac-loc drainage catheters indicate that the risks associated with these devices are acceptable when weighed against the benefits. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, no returned product and the results of the investigation, a definitive cause could not be established. Appropriate measures are being conducted to address this failure mode. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.